Event description:
An explanted vns generator was received at manufacturer for analysis. The allegation, end-of-service, was not confirmed although an elective replacement indicator set to yes condition was verified, and the device continued to function. An open can measurement of the battery voltage level verified that the battery was partially depleted. Supply current pulsing was over the limit on the post burn-in electrical test. The caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower value, the caged module met all specifications as defined by manufacturer electrical test specifications. The out-of-limit supply current pulsing could potentially be a contributing factor to the eos condition of the battery.

Manufacturer narrative:
Conclusions code: device malfunction suspected, but did not cause or contribute to a death or serious injury.